Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open gastrectomy, the firing knob was broken off at the first firing. No bleeding was confirmed and no pieces fell into the patient. The device was used on the gastric, and according to the doctor, the target tissue was hard and thick. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.